Event description:
It was reported to philips that the device would occasionally not turn on or would freeze up. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to defective flash memory (B)(4).